Event description:
During device evaluation, the baxter service technicain reported a colleague infusion pump which expereinced failure code 810:04. No pateint injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be a defective air in line printed circuit board. The pump head module was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4) the root cause investigation is in progress through (B)(4).

Event description:
The pt was revised because of femoral loosening with backside wear of the insert.